Manufacturer narrative:
The instruction for use states "...compare the processed sterrad cyclesure 24 vial with the positive control vial. The absence of a color change in the processed sterrad cyclesure 24 vial (i.e. The media remains purple) indicates that the sterilization conditions were achieved in the sterrad sterilizer. If the processed sterrad cyclesure 24 changes color from purple to yellow (as in the positive control vial), and/or exhibits turbidity, this indicates that conditions necessary to achieve sterilization in the sterrad sterilizer have not been met.

Event description:
The customer alleged that the media color for the processed vial of cyclesure bi lot # 28791z was yellow after 12 hours of incubation. The instructions for use recommends the reading at 24 hours. No injuries reported from the load that was not recalled. The customer was advised to inspect the vials before and after processing. The customer stated that the media was lighter than normal (almost clear). Asp investigation is pending receipt of product sample.